Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. It was reported the patient suffered brain infarction. The patient was treated with medication. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.